Event description:
Patient had an upper arm transpsode brachiobasilic arteriovenous dialysis fistula with multiple pseudoaneuryms. Fluency stent graft was being placed for exclusion of the pseudoaneurysms. The 7 mm x 80 mm stent graft was being placed ocer a .035 rosen wire through a 9 f vascular sheath. The fluency easily passed over the wire into the dialysis fistula. During deployment, there was high resistance throughout. Fluoroscopic observation showed that only about 1 cm of the graft had actually deployed, despite the fact that the delivery system had been pulled back completely. Therefore, the fluency was removed over the wire via the access sheath (with slight difficulty due to the partial deployment). It appeared that only about 1 cm of the fluency had deployed, and then the delivery system was merely stretching without actually releasing the remainder of the stent graft. A new 7 mm x 80 mm fluency stent graft was then placed via the access sheath and deployed in exactly the same fashion, this time with no difficulty. No harm was done to the patient.